Manufacturer narrative:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was verified. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a graphical user interface (gui) error. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the gui post (graphical user interface-power on self test) failure. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and installed new backlight inverter and exhalation valve to correct the issue.